Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the black pulse wire was open in the trunk cable, which caused the check therapy electrode messages. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.